Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and using insulin in insulin pump and not getting through and customer treated with a needle. Customer stated insulin pump was not delivering basals and insulin. Customer states they delivered a manual bolus for three units and they were high with 318 mg/dl and gave a bolus. Customer was going to eat also and checked blood glucose again it was 410 mg/dl, 445 mg/dl and 425 mg/dl. The customer declined insulin pump troubleshooting. The devices will not be returned for analysis.